Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. The air value display was abnormal due to a defective circuit board and manifold unit, and the air pressure was insufficient due to a defective first regulator valve unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that without the gas cylinder connected, the high flow insufflation unit gas reading increased by 0.1 l every time the switch was activated. The intended procedure was diagnostic endoscopic ultrasonography. There was no reported delay or patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a faulty printed circuit board. However, the specific cause of the faulty printed circuit board was not established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The issue was found upon receipt. No procedure was involved.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer.